Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified a device labeled as left, however no openings are seen as they were taken from the front. It is not possible to determine the most likely failure mode via device analysis performed through photographs due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, corrected, and/or changed data: b.5., b.6., h.6.

Event description:
Healthcare provider additionally reported "chronic inflammation." Additionally, healthcare professional reported "breast implant illness"; this event is not related to the device.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, corrected, and/or changed data: b.5, g.1, g.3, h.6. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare provider reported left side capsular contracture baker grade IV, breast pain, pain has been a concern for years, and exchange due to concern with textured product. Patient additionally reported "nodule in the lymph nodes and swelling" and "pain all around to the back and under the arms." Device remains implanted.

Event description:
Healthcare provider reported left side capsular contracture baker grade IV and pain. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation reported as capsular contracture baker grade IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported left side capsular contracture baker grade IV. Device remains implanted.